Event description:
Report received from (B)(6) stating that the device heated up during surgery. The surgery was delayed and finished using a back up unit. There was no pt or user injury. It is unknown if medical intervention occurred. There was no additional info provided.

Manufacturer narrative:
The device was received by depuy synthes power tools. The device was evaluated and the reported condition of "heat" was not confirmed. (B)(4) evaluated the device, and the reported heat could not be confirmed or duplicated. The device met all specifications, and no problems were found. If additional info is received, a supplemental report will be sent. (B)(4).